Manufacturer narrative:
(B)(4) 2015 - the device in question was returned and evaluated. During that evaluation, the issue alleged was not able to be duplicated. According to the component evaluation comments in oracle during the bench test, "tested rpm's with tachometer and within in range. Wiggled wires and brake handle with no failure. Unable to test under load."

Event description:
The chair is pulling to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair is pulling to the left.